Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that they got an alert that told to change the sensor and it was updating last night. Customer stated her blood glucose was in the 200mg/dl range. Customer did report slightly higher blood glucose. Customer also stated that she had a severe low. Blood glucose was 43mg/dl and did over correct and did not get an alert on the sensor. Customer later stated that she was 47mg/dl and the pump sensor glucose said 100mg/dl. The insulin pump will not be returned for analysis.